Event description:
Hcp reported the patient presented with an infection of the device pocket as evidenced by redness and incisional wound opening. The patient did not have meningitis. A culture of the device pocket was done, but the results are unknown. The patient was treated with IV antibiotics and device system explant. The infection resolved and there was no drug withdrawal. The patient has a risk factor of debilitated status.